Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, slow flow requiring stent placement occurred. The lesion being treated was a cto, 24cm in length. Located in the left at artery. The physician used a 0.014" guide wire and a 0.018" guiding catheter to cross the lesion from a retrograde approach. He spun with the 1.25 predator oad in the left tpt and proximal peroneal at 60k, 80k, 80k, and 100k rpms for a total spin time of 1min, 30sec. F/u angioplasty was performed with a 3.5x80mm balloon with widely patent flow. The physician then crossed the at cto lesion with the 0.014" guide wire and a 0.018" guiding catheter and proceeded to spin with the 1.25 predator oad at 60k, 80k, 100k and 120k rpm through the entire at for a total of 3mins, 30sec. F/u angioplasty was performed with a 3.5x80mm balloon. The f/u angio demonstrated a vessel rupture in the mid-distal at artery. He subsequently inflated this region with the pta balloon resulting in no evidence of extravasation, but significant residual stenosis remained and run-off in the at was slow, so he placed two 4x40 stents in the at and post-dilated with the 3.5x80mm balloon. Completion angiogram showed a widely patent flow through the entire left at without evidence of residual stenosis. The pt remained stable without complications related to this event.